Manufacturer narrative:
Failure analysis on the returned o2 manifold shows that the customer returned o2 manifold was tested for leaks: each check valve closed at a pressure below 5 psi with no detectable leak when the pressure was raised to 95 psi. Each check valve opened when pressurized at its entrance at pressures below 2 psi. No failure was found.

Event description:
The customer reported that the o2 manifold is leaking. The customer reported that the unit was not in use on patient.